Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-27: time/date not set properly in meter follow up call made to customer on (B)(4) 2020 at 3:30pm, and mother states she is still at hospital and not sure if her daughter will be admitted. Per follow up on (B)(6) 2020: mother stated glucose reading was over 600 mg/dl fasting at hospital on (B)(6) 2020. Mother stated they treated her for ketoacidosis and made her glucose stable. Daughter was placed in ICU but now on a regular floor. Daughter was suffering from depression and not eating properly, consequently, her glucose elevated and turned into diabetic ketoacidosis. Mother stated customer will transition into using the dexcom machine very soon to help monitor her glucose closely. Will follow up with mother in 72hrs as she was very irate at beginning of call and appears stressed out over daughter's condition. Customer still at hospital. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter not showing value in meter memory. Mother is calling on behalf of the customer, her daughter. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. Mother stated customer obtained a result of 102 mg/dl fasting this morning and brought daughter to a routine appointment at her doctor. During the visit, a urine test was performed and daughter's glucose was over 500 mg/dl fasting and she was passing ketones. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.